Manufacturer narrative:
This event occurred in (B)(6). The electrodes were last replaced on (B)(6) 2020. The sipper solenoid valve was replaced on (B)(6) 2020 due to a sipper nozzle alarm. The field service engineer (fse) visited the customer site on (B)(6) 2020 and replaced the sipper nozzle as the o-ring was broken. The sample probe was adjusted, de-contamination was performed, and ise checks were completed with stable results. Calibration and qc were acceptable. The fse compared 50 samples between both ise modules and the na results matched.

Event description:
The initial reporter complained of discrepant results for multiple patients tested for ise indirect na, k for gen.2 on a cobas 8000 ise module. The following examples of discrepant results were provided for 7 patient samples: patient 1 initial na result was 120.4 mmol/l and the initial k result was 3.72 mmol/l. The repeat na was 137.5 mmol/l and the repeat k was 4.50 mmol/l. Patient 2 initial na result was 127.5 mmol/l and the initial k result was 4.21 mmol/l. The repeat na was 137.8 mmol/l and the repeat k was 4.64 mmol/l. Patient 3 initial na result was 120.4 mmol/l. The repeat result was 132.7 mmol/l. Patient 4 initial na result was 122.6 mmol/l and the initial k result was 4.16 mmol/l. The repeat na result was 138.5 mmol/l and the repeat k result was 4.82 mmol/l. Patient 5 initial na result was 123.9 mmol/l and the initial k result was 5.39 mmol/l. The repeat na result was 134.0 mmol/l and the repeat k result was 6.09 mmol/l. Patient 6 initial na result was 126.0 mmol/l and the initial k result was 4.41 mmol/l. The repeat na result was 138.4 mmol/l and the repeat k result was 4.97 mmol/l. Patient 7 initial na result was 122.6 mmol/l. The repeat result was 130.5 mmol/l. The questionable results were reported outside of the laboratory. The repeat results were performed on a different ise module at the customer site. The na and k electrode lot numbers and expiration dates were not provided.

Manufacturer narrative:
There were a total of 37 patient samples in question. The issue was solved by the service actions. Base on the data provided, the specific cause of the event could not be determined by the investigation.